Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mini drawer triple wide was malfunctioning, and drawer was opening to more medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 6.6 triple wide was malfunctioning. A field service engineer (fse) replaced faulty mini engine on door 6¿6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.